Event description:
The pt experienced a strong pain and "strain" in the gluteus area 40 mins after leaving an electronics store. It was also noted that the pt had a different parasthesia sensation which lasted until the neurostimulator was interrogated with the clinician programmer the next day. She tried to switch the device off with the pt programmer but an error message "505" appeared on the screen. When the device was interrogated with the clinician programmer, the device was programmed at the power-on-reset (por) parameters. After reprogramming to the previous program settings (0- 3+, 35 hz, 210 microsecond; 0.55 volts) the pt was reported as okay. No pt injuries were reported.

Manufacturer narrative:
(B)(4).